Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: 2023-november -9th h.6 investigation summary: material #: 367363. Lot/batch #: 2080580. Bd received 5 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for discolored tubing was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for discolored tubing with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode discolored tubing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set butterfly kit had tubing that had a discolored (yellowish) section. All 50 tubes from last remaining kit were inspected before use and found to be affected and were not used.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set butterfly kit had tubing that had a discolored (yellowish) section. All 50 tubes from last remaining kit were inspected before use and found to be affected and were not used.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b: medical device type: jka. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.